Event description:
Per independent repair center statement the unit would not start. The key failure was the on/off switch for the control panel was faulty. Additional malfunctions include the receptacle was cracked.